Event description:
It was reported that the customer was hospitalized due to high blood glucose of approximately 33mmol/l. The caller stated that the insulin pump alarmed motor error twice. The customer declined to troubleshoot the device. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.